Manufacturer narrative:
The customer returned their system to siemens for physical inspection and investigation. An investigation was conducted on the returned device. As part of the investigation, visual inspection and automated diagnostic tests were performed. No burning smell was observed from the device. The source of the smoke could not be determined. Instrument is operating as intended.

Manufacturer narrative:
Siemens has requested the customer return the instrument and power supply for further investigation. The investigation will commence once the materials have been received. The cause of this event is unknown.

Manufacturer narrative:
A replacement device has been sent to the customer, and the original device is being returned for investigation. Investigation will commence once the instrument has been received. The cause of this event is unknown.

Event description:
The customer reported that their dca vantage instrument started smoking before running a patient sample. No flames were seen. The customer noted that the instrument filter was black. There is no report of harm due to this event.